Event description:
It was reported that during procedure the subject guidewire could not be advanced through the catheter. Additional information was received on 16-aug-2024 stated that the patient was kept in a hypertensive state while the distal tip of the subject guidewire broke off remained in the proximal ica (internal carotid artery) and a micro-snare was then used to retrieve the segment of the subject guidewire wire and the procedure was abandoned. No additional information is available.

Manufacturer narrative:
D4 - gtin - corrected. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was unable to be confirmed, and it cannot be confirmed that the device met specification, as the device was not returned. It was reported that the subject guidewire could not be advanced through the microcatheter at all. Additional information provided by the customer states that the catheter was flushed to facilitate the guidewire insertion, there were no anomalies noted to the device after removal from the packaging or prior to preparation, the device was prepared as per the dfu, continuous flush was maintained throughout the procedure and the anatomy was tortuous. The device was not returned. Based on a review of the available information, it is probable that the patient¿s anatomy may have caused difficulties to advance the guidewire and the subsequent guidewire fracture. An assignable cause of procedural factors will be assigned to the reported 'device difficult to advance' and 'guidewire distal tip broken/fractured during use', as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during procedure the subject guidewire could not be advanced through the catheter. Additional information was received on 16-aug-2024 stated that the patient was kept in a hypertensive state while the distal tip of the subject guidewire broke off remained in the proximal ica (internal carotid artery) and a micro-snare was then used to retrieve the segment of the subject guidewire wire and the procedure was abandoned. No additional information is available.